Manufacturer narrative:
System analysis/service repair: the reported issue was confirmed and found to be the result of a faulty connection/defective footswitch actuator cable assembly. The cable assembly was replaced and the system tested and verified to manufacturers specifications.

Event description:
It was reported that during a procedure, the laser system would not fire/no output when the footswitch was depressed. The case was completed using an alternate procedure. Outcome: "no harm to patient".